Event description:
Reportedly, pt expired approx after an implant duration of 0.5 months (in 2007, after an implant date of fifteen days earlier), due to unk reasons. Unk if pt death is device related. Info received in 2008: info per sales rep: "on follow-up hospital and implanting surgeon unaware of pt's demise. Pt had been discharged from care of surgeon back to general practitioner - as is the norm. So in the event of the return of permanent implant cards to edwards from pt's family if they are deceased, the surgeon and hospital are generally unaware of this."

Manufacturer narrative:
Device not returned.